Event description:
It was reported that a blood/solution anaesthesia/pca infusion set was failing; the "side arm" of the set spontaneously cracked midway through the case and started leaking onto the floor. This was observed during priming; total intravenous anesthesia (tiva) was involved. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample and retention samples were provided for evaluation. The returned photograph was reviewed, and it was noted that there was a crack at the level of luer. The retention samples were visually inspection and there were no obvious issue/damage noted. The retention samples were also leak tested and no issues were observed. The retention samples were conforming product. The reported condition was verified in the photographic sample. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.